Event description:
Additional information was provided on 09/05/2025, where it was reported that this event occurred during an ac joint repair. The button fell off the inserter prematurely. The patient had a normal bone quality, that was prepped using a ar-2272. All fragments were retrieved from the patient. A dog bone button was used to complete the case. There was a minimal delay in the procedure and it was unknown if additional anesthesia was administered.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/15/2025, a sales representative reported via (B)(4) that (3) ar-2372blo knotless ac tightrope® open repair implants button came off the inserter before passing through the coracoid. This occurred during a case on (B)(6) 2025. There was no additional information provided, and additional information has been requested.